Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The cardio report data you provided have been carefully analysed. The presence of synchronous rv and far-field artifacts can be confirmed from the iegms. In the available pacing and shock impedance trend curves no out-of-range measurements are discernible (available time period from (B)(6) 2015). In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 48 months, oversensing was reported. The lead was capped and a new shock lead was placed. No adverse patient side effects have been reported.